Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a business partner reported the brand of baclofen was gablofen with a concentration of 40 ,000 mcg/20 ml. The expiration date noted by memory of the hcp was in 2018. The hcp reported upon knowledge of the motor stall, the manufacturer was notified, and instructions were given to shut off alarms and decrease the dose of intrathecal baclofen to minimum amount. The patient was immediately started on oral baclofen. Patient medical history (prior to the use of baclofen) included spastic cerebral palsy with hypertonicity. Baclofen was initiated to help manage tone. Concomitant medications and dietary supplements the patient was taking at the time of the event included famotidine, miralax, docusate, multiple-vitamin injection (mvi), vitamin d3, and omega-3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the pump¿s alarms were shut off and the dose of baclofen was decreased to the minimum amount.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative. The representative provided pump logs that showed when examined on (B)(6) 2017 and (B)(6) 2017 that estimated early replacement indicator was 2 months. A motor stall occurred on (B)(6) 2017 at 18:51, and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 18:51. The pump dose was changed to 11.8 mcg/day, and the alarms were turned off with no refill date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient was now on oral baclofen and doing quite well per the hcp. Technical service specialist (tss) gave directive on how to turn the pump off with pump off passcode ((B)(4)). The hcp stated that they planned to see the patient on (B)(6)2017 to turn pump off and possibly remove drug from reservoir- tss reviewed no labeling to say if drug could be left in or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 138.5 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The hcp stated she was away from the patient at the time of the call, so she couldn¿t pull logs with interrogation. The hcp stated she saw a dialogue box pop up upon interrogation showing stall and tube set. The hcp stated the patient was non-communicative and did not have an MRI. The hcp stated the patient had some agitation the prior week from (B)(6), but that resolved. The hcp called back with the log info. The logs revealed the pump stalled on (B)(6) 2017 with a tube set error on (B)(6) 2017. The hcp stated the parents did hear the alarm and brought the patient to the emergency room (ER) over the weekend. The hcp stated that the pump dose had been decreased down over time as the patient was not going to have the pump replaced. The patient was doing fine with symptoms per the hcp. No further patient complications were reported.